Event description:
General report received from the pediatric oncology unit indicating, "when the locking blunt cannula is connected to this extension set, they are pulling apart." The disconnect occurs when children are active and playing. No drug spillage has come in contact with the pts, however, clinician is concerned that a potential spill onto a pt may occur. The number of times the event has occurrred was not specified. No specific event details were provided.